Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unreadable and unresponsive touch screen issues were verified, but the cracked touch screen issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level was 168 mg/dl. Replacement pump was sent to customer to resolve the issue.